Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples were received for evaluation. To replicate the reported defect of the air-in-line alarm on the pump, the samples were attached to the pump and tested by running therapy while varying the flow rate throughout the process. No alarms occurred during the testing of the returned samples. Additionally, the samples were initially gravity primed, and no issues were noted. A review of the nonconformance database was performed for the reported lot number, and no abnormalities or non-conformance's were noted during the in process or final product inspection. Based on the results of the sample evaluation, the product met internal specifications, and the reported defect is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: air in line/filter. Detailed inquiry description: IV tubing contained large amount of air and air eliminating filter was filled with all air and wouldn't fill up on two different IV sets. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.